Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered numerous bursts of inappropriate anti-tachycardia pacing (atp) and tachy shocks to the point of exhausting the therapy, due to what technical services (ts) believed it looked like an atrial driven arrhythmia. Ts indicated that both the atps and shocks were ineffective and apparently put the patient either into ventricular fibrillation or atrial fibrillation with bundle branch block. However, after discussing the case, the clinic agreed to the possibility of the inappropriate therapy but did not specifically to the rhythm acceleration. The event ended with a slower rhythm with possible ectopy. The ICD programming/conditions at the time of the shocks were discussed, programming changes were performed as corrective action, and the patient medications will be discussed. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and a review of the device memory noted no suspicious faults. The device passed mechanical and electrical testing. The device operated appropriately, according to its performance specifications. The analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered numerous bursts of inappropriate anti-tachycardia pacing (atp) and tachy shocks to the point of exhausting the therapy, due to what technical services (ts) believed it looked like an atrial driven arrhythmia. Ts indicated that both the atps and shocks were ineffective and apparently put the patient either into ventricular fibrillation or atrial fibrillation with bundle branch block. However, after discussing the case, the clinic agreed to the possibility of the inappropriate therapy but did not specifically to the rhythm acceleration. The event ended with a slower rhythm with possible ectopy. The ICD programming/conditions at the time of the shocks were discussed, programming changes were performed as corrective action, and the patient medications will be discussed. No additional adverse patient effects were reported. This ICD remained in service and was eventually explanted, replaced and returned due to therapy upgrade/downgrade.